Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test passed. A pairing test was performed and the test passed. A shared log review was performed and they showed no errors. The reported event of loss of connection was not confirmed because the transmitter and receiver did not successfully pair. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016 , the patient experienced a loss of connection between receiver and transmitter. Dexcom representative advised patient to reset the receiver, which was unsuccessful. No additional patient or event information is available.